Event description:
It was reported that a patient underwent cryoablation for a renal case with five iceforce needles. The patient was under conscious sedation. During active thaw cycle, the patient experienced muscle spasm. Passive thaw was used to complete the case as expected with no patient injury. It is unknown which needle caused the stimulation; therefore all five needles will be returned for investigation.

Manufacturer narrative:
Five needles were returned to the manufacturer for investigation. One out of five needles exhibited "shorting" beahviour, whereby the heater wire was suspected to be in contact with the needle shaft. The other four needles passed electrical testing, with all electrical parameters within specification. The needle that exhibited "shorting" behaviour showed a high voltage upon initial testing, but further testing showed that the needle performed as expected. The complaint could not be confirmed, and the root cause could not be identified.

Event description:
This MDR is follow up 1 to reported the investigation findings of the five needles used in this cryoablation case. No further follow-up or investigation is anticipated.